Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one nc euphora balloon catheter, removal difficulties were experienced following balloon inflation. The balloon became stuck in the guide catheter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: annex d codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Fluoroscopic image analysis: the fluoroscopic image shows full expansion of the balloon but in addition a portion of the distal inflation lumen also appears to have expanded when a pressure of 18 atms were applied to the balloon. This suggests that the distal inflation lumen shaft was inadvertently damaged resulting in expansion when the catheter was pressurised. Product analysis: the condition of the returned device indicated that the outer shaft/inflation lumen material expanded and burst radially, causing the material distal to the expansion site to detach (detached material included the remaining outer shaft/inflation lumen, balloon, tip). Additionally, the inner member detached at the exchange joint. The detached material (remaining outer shaft, balloon, inner member and tip) was not returned. The device was not returned entrapped in a guide catheter. A small piece of black plastic tubular material was returned. This is not a component/piece of the nc euphora. Additional information: the first part of the balloon was partially left in the main stem and partially in the guide catheter however was removed successfully. It was later clarified that the balloon was trapped in the guide catheter and removed all together (both the balloon and the guide catheter). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the lesion was mildly to moderately calcified with tight stenosis of 99% in the mid left anterior descending (lad). The pressure of 18 atm was applied to the balloon prior to the difficulties. The balloon became stuck in the 6f non-medtronic guide catheter. There was no balloon deflation issues. The balloon was partially left in the main stem and partially in the guide catheter however was removed successfully. Intervention was required to remove the devices. The balloon was trapped in the catheter. There was no injury as a result of the event. A non-medtronic guidewire was used in the event. The guidewire was examined and flushed before use with no issues noted. No difficulties were noted when loading the device onto the guidewire. The guidewire was used successfully with other devices prior to difficulties occurred. - b.2.3: event date - initial reporter's name updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It.